Event description:
The hospital reported that 7mm extended length endoscope did not have adequate visibility.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Complaint record tw(B)(4).being cancelled as it is a duplicate to tw (B)(4). (Mfg report number: 2242352-2024-0001264).

Manufacturer narrative:
Tw ID# (B)(4). Please redact all information for this complaint, as information was received indicating complaint is a duplicate to tw (B)(4). (Mfg report number: 2242352-2024-0001264).